Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the scope communication error (e227) was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction was due to corrosion on terminal of electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had error code. The event had occurred during gastroscopy procedure while the patient was under sedation. The procedure was completed using similar device. There were no reports of patient harm.